Event description:
It was reported the image did not worked on the subject device. The issue was found during preparation for use. There was no harm or injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, unit failed the flicker check; however, a root cause could not be identified. Additionally, there were dents on the plastic distal end cover, bending section, and insertion tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the image did not worked on the subject device. The issue was found during preparation for use. There was no harm or injury reported.